Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. The customer indicated that a device failed to discharge and they were not able to identify which device. Please reference medwatch report 1220908-2014-03166 for the medwatch report for the possible other device.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.